Event description:
It was reported that the handpiece continued to run on its own during a 3rd molar extraction procedure. There has been no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the alleged condition of the device continuing to run on its own was confirmed. Based on the investigation details, the likely cause for this problem was the motor, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.